Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was confirmed to be caused by a defective analog board. The analog board will be replaced to remedy the report. The device will be recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.